Event description:
Reporter indicated that the lead electrodes had come completely off of the pt's nerve. The pt had experienced nearly 100% efficacy with the vns therapy, but treating neurologist ordered x-rays due to a recent seizure. Upon review of the x-rays, it appeared that there was no strain relief loop present in the lead wires. Revision surgery was performed during which it was noted that the lead electrodes were completely off of the nerve. The lead was replaced and the explanted lead was discarded. It was reported that the pt manipulates the generator through the skin. Treating neurologist believed that this was the cause of the lead being off of the nerve and that there was no malfunction or anomaly with the lead itself.